Event description:
It was reported that a catheter was placed in this patient on (B)(6). When he/she returned to the hospital on (B)(6), liquid leaks occurred with the indwelled-internally and exposed-externally portions of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr single lumen groshong catheter with an assembled two-piece connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and a spraying leak was found approximately 3.5 cm distal to the 5 cm depth marker. A microscopic observation revealed a ¿c¿-shaped split at the leak site. The fracture surfaces were observed to be mostly smooth and granular in texture. The location, shape, and texture of the damage observed in the returned catheter suggest the catheter was punctured by the stylet tip; this can occur during manipulation of the stiffening stylet within the catheter prior to flushing the catheter and/or forceful insertion of the stylet and catheter against resistance. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu0517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a catheter was placed in this patient on august 4. When he/she returned to the hospital on august 30, liquid leaks occurred with the indwelled-internally and exposed-externally portions of the catheter.